Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed a test step during testing. The device was not in patient use. The device's system board and power management board were replaced to address the issue.